Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the date of surgery. Latest preventive maintenance performed; system met specifications as per sir (service installation record). The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed one energy check without further energy check on that day. The surgeon missed vacuum one seven times and vacuum two once. Suction ring and patient interface was docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient´s right eye was finished successfully. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery not within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Most probable root cause for the incomplete flap and the vertical gas breakthrough is user handling, however this cannot be concluded conclusively. No technical root cause can be identified, system met specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an incomplete thin flap and had used a blade to separate or cut through the incomplete portion in the right eye of a patient, during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).